Event description:
It was reported that the user¿s caregiver called because the patient¿s glucose was running low on the first day of pump use after dinner and dessert, with fingerstick 110 mg/dl and pump reading 87 mg/dl, and the patient ingested two pieces of hard candy; the cause was unclear and device component involvement was unidentifiable due to insufficient information. Symptoms included hypoglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding any specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.